Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the distal left circumflex artery. A 06/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when pressurized to the rated pressure. The procedure was completed with another of the same device. There were no complications reported and patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure and pressure held for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no issues on the hypotube/shaft. No issues were noted with the tip section of the device. A visual and microscopic examination found no issues with the marker bands.

Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the distal left circumflex artery. A 06/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst when pressurized to the rated pressure. The procedure was completed with another of the same device. There were no complications reported and patient is stable.